Event description:
The customer reported that the device, d4240, ergo 2-button shaver handpiece, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿the handle is heating up during use and cannot be used normally.¿. There was no report of injury, medical intervention, or hospitalization for the patient or the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review found no abnormalities that would contribute to this reported event. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised to continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance. Running the shaver blade or bur without fluid flow (dry) may cause damage to the handpiece or may cause the bur hubs to melt due to excessive heat. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, d4240, ergo 2-button shaver handpiece, was being used during an unknown procedure on 15mar25 when it was reported, ¿the handle is heating up during use and cannot be used normally.¿. There was no report of injury, medical intervention, or hospitalization for the patient or the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.